Event description:
This report is being filed after the subsequent review of the following journal article: vereijken, i.m.p. And de kleuver, m. (2013). Late proximal pedicle hook migration into spinal canal after posterior correction surgery of scoliosis causing neurologic deficit: ¿proximal junctional scoliosis¿? Case series and review of the literature. Spine deformity 1 (2013) 229-236. This was retrospective review of 800 scoliosis correction procedures performed between january 2002 and april 2012 using universal spine system (uss). Limited data was provided for the 800 patients. However, specific population data was provided for 5 of the patients who presented with symptomatic proximal hook dislodgement between april 2009 and march 2010. This report is for (B)(4) and includes the following events: group for hook: the authors also presented the following complications associated with uss device: of the 800 scoliosis correction surgeries, 744 had primary spinal fusion surgeries to correct scoliosis and 56 revision surgeries. The mean follow-up was 61, ranging 6-129 months. Early revision surgery (<12 months) complications included: proximal hook dislodgement ¿ medial (1) and dorsal (1). Late revision surgery (>12 months) complications: medial proximal hook dislodgement (4) and dorsal proximal hook dislodgement (2). This is report 7 of 8 for (B)(4). This report is for an unknown uss hook.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: vereijken, i.m.p. And de kleuver, m. (2013). Late proximal pedicle hook migration into spinal canal after posterior correction surgery of scoliosis causing neurologic deficit: ¿proximal junctional scoliosis¿? Case series and review of the literature. Spine deformity 1 (2013) 229-236. This report is for an unknown quantity of a uss hook with an unknown part and lot number. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.